Manufacturer narrative:
The leaflet dimensions were inspected and verified to be within st. Jude medical's specifications. The orifice dimensions were unable to be obtained due to the fact the large chip in the inflow rim made it impossible to measure accurately. However, review of the valve's device history record indicated the leaflets and orifice were in accordance with st. Jude medical's specifications at the time of MFR. Sterilization verification was completed by the st. Jude medical heart valve division microbiology department. A review of the sterilization parameters and sterilzer validations from the period that encompasses the sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. The valve's devie history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve ans its packaging was followed by the appropriate signature and date. Info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation remain inconclusive. The cause of the thrombosis, which resulted in impeded leaflets, remains unknown due to the fact st. Jude medical heart valve division has not received additional info which may have aided in this evaluation. Testing performed on the valve and the associated tissues indicated it was not due to an intrinsic valve defect.

Event description:
The patient was admitted with shortness of breath, symptoms of congestive heart failure, and weakness. At explant, thrombus was observed on the leaflets.